Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would shut off following the changing out of the battery. The generator has been returned to service. There was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "the device turns off after the change of battery", at incoming inspection a workbench test was performed with no observations and it was noted that the battery was changed several times. It was additionally noted that the lower case was broken and had white residue on it, that the user knobs for atrial and ventricular rate were sticky, several parts were missing from the backside of the device, there was contamination noted on the battery contacts and the battery drawer and the release latch was sticky. It was noted that the main board would need to be calibrated, new clean battery contacts would need to be placed and the device was to be retested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.